Event description:
Pt wanted to verify why she had knee pain after injection of synvisc in march. Pt reported last injection of synvisc-one had knee pain after 2 days. Pt didn't rest 24 hours after and was moving heavy equipment likely over doing physical activity and pain lasted for roughly 2 weeks. Advised about 24 rest period and discussed supportive measures. Pt already had pain med and following up with dr on next injection. Rph.